Event description:
It was reported that during a stent placement procedure through the right groin to treat the left sfa though a highly calcified lesion, a first stent was successfully placed and a second stent was introduced, the second stent allegedly deployed partially. A balloon was introduced into the system to inflate the stent however the unopened part of the stent broke off. The broken part was shifted to the sheath and was removed off the patient. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestent solo vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent solo vascular stent are identified. As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Expiry date: 07/2023.

Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was not returned for evaluation. However, a photo of the device was provided. Four separate segments of the delivery system sheath, and the guiding tube can be identified. However, it is unknown whether the device was manipulated after the issues experienced during the procedure, or if the photo is showing the damages of the device occurring during the attempt to deploy the stent. Based on the photo the exact nature of the event could not be determined. No x-ray images were provided showing the alleged partial stent deployment, respectively the inadequate expansion of the placed stent. Therefore, an alleged device issue could not be verified based on the photo provided. The device was used crossover and the tracking path was reported being calcified. Based on information available the investigation is inconclusive for reported issue. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the instructions for use supplied with this product the potential issue was found addressed. The instructions for use states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." Regarding preparation the instructions for use states: "predilation of the lesion should be performed using standard techniques. While maintaining site access with a guidewire, remove the balloon catheter from the patient." And "advance the stent system over the guidewire through the sheath introducer. For contralateral access, always use a long introducer sheath which covers the aortic bifurcation." H10: d4 (expiry date: 07/2023), g3. H11: h6 (method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a stent placement procedure through the right groin to treat the left sfa though a highly calcified lesion, a first stent was successfully placed and a second stent was introduced, the second stent allegedly deployed partially. A balloon was introduced into the system to inflate the stent however the unopened part of the stent broke off. The broken part was shifted to the sheath and was removed off the patient. The procedure was completed using another device. There was no reported patient injury.